Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/jul/2010. Device evaluation: visual analysis of the returned device identified: deformation, wear abrasion, creases, and cloudiness/bubbles in the gel observed after autoclave disinfection process. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment was no openings were observed on the device or issues related with the complaint. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Additionally, healthcare professional reported a left side "patient's concern with the product." Device has been explanted.